Manufacturer narrative:
The device was returned and evaluated by product analysis on 07/28/2015 with the following findings: a battery compartment crack was observed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (battery compartment-cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.